Event description:
During embolization of the dessecting aneurysm the gold marker separation was noted. There was no calcification or vessel tortuousity. This procedure was performed via right femoral artery. 10 coils had been already detached. (Dcs complexfill, dcs helicalfill, gdcus, gdc10soft sr, gdc10soft sr, gdc10us, gdcus, and dcs complex fill.) When the eleventh coil was inserted, the physician confirmed something that looked like a gold marker of the 10th coil remained in the micro catheter, by cine. Therefore, he carefully removed the micro catheter, by cine. Therefore, he carefully removed the micro catheter. He checked the micro catheter and the y-connector by flushing, but he couldn't find the gold marker. He also, checked intracranial by cine, but the gold marker could not be seen. The physician felt that the gold marker got caught at the o-ring of the y-connector. He was not sure if the lock was opened enough to allow passage of the coil.